Event description:
Ethicon endoscopic 5mm clip applier misfired clip during procedure. The clip did not discharge from the handpiece as it should. The clip became lodged into the distal end of the device. The clip was unable to be cleared from the device and a second clip applier was obtained to finish the procedure.